Event description:
Healthcare professional reported "ruptured," "increase in the number of radial folds of the right breast implant, suggesting contracture. Small lipoma" against right side device. Healthcare professional additionally reported "contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
Continued phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.